Event description:
On (B)(6) 2026 when priming IV tubing, it was noted that there was a piece of plastic lodged in tubing that prevented tubing from priming. Tubing removed from service. No patient involvement.